Event description:
After the nurse plugged the 200 micron moses fiber in, the doctor requested to have the laser turned on, so they could treat a kidney stone. Almost immediately, there was a "pop" sound and then a rapid, loud clicking sound. It was discovered that the fiber itself was broken at the connection of the wire and the black rubber cap. The exposed fiber also appeared to be darker in color than the rest of the wire, almost appearing to be singed or burnt.